Event description:
Failed cap unknown survey sample #(B)(4). Also failed cap unknown survey sample (B)(4) on (B)(6) 2016. Both samples tested negative at our facility and should have been positive. I looked back at both survey summary of manufacturers listed in the cap survey set d9-a and d9-b and the quidel quickvue in-line group a strep test kit appeared to have an elevated percentage of false negatives verses most other kits listed. We culture all negative strep tests here at our facility and I found we had a false negative rate of 12 percent over the months of (B)(6) 2016. We decided to purchase a different test kit and now do group a strep testing with the quidel quickvue dipstick kit.